Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when preparing to place the line in the patient the catheter was noted to be in two sections on the guidewire. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of break is confirmed; however, the exact root cause is unknown. One 2 fr per-q-cath with a t-lock and stiffening stylet inserted was returned for evaluation. An initial visual observation showed a break in the catheter approximately 5.2 cm distal to the strain relief. The stylet was removed from the catheter segments with ease and was measured to be approximately 36.5 cm long, which is approximately 5.5 cm too short. The distal catheter segment was measured to be approximately 17.2 cm long. No tensile weakness was observed in the catheter segments during tactile evaluation. A microscopic observation revealed some use residue on the returned sample. The distal tip of the stylet was found to be angled and striations were observed on the fracture surface, which was observed to be flat and lustrous; these characteristics indicate the stylet was cut with a sharp instrument. The break in the catheter was observed to be topographically complex with matching stepped edges. The fracture surfaces of the catheter appeared to be mostly granular and angled. Small, uneven splits were observed adjacent to the break sites. These small splits were observed to form a relatively large diagonal split in the catheter when the break sites were brought together. The edges of these splits were observed to be rough, and what appear to be striations were observed on the surfaces of these splits. From the observed evidence, it is most probable that the catheter was damaged and then ultimately broken due to a tensile (pulling) force at this weakened point. However, it is unknown what caused the initial damage to the catheter. Possible causes of the split observed in the catheter include damage from a cut stylet, compression of the catheter with the stylet inserted, and damage caused by an instrument during manipulation of the device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when preparing to place the line in the patient the catheter was noted to be in two sections on the guidewire. No other information was provided.